Manufacturer narrative:
No problems were found that would contribute to the reported dislodged cannula, the cause of which could not be determined. Inspection of the fluid path found no evidence of the reported leak.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged and the pod was leaking insulin. As treatment, a new pod was applied.